Event description:
It was originally reported that the pt experienced discomfort. The pt's physician confirmed that the pt experienced urinary issues. Her lead had migrated. Her lead was removed and a new lead was placed into her left s3 foramen. The original ipg was left in place and connected to the new lead. The pt tolerated the procedure well. After the procedure the pt had no complaints and was feeling well.